Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging that on (B)(6) 2014, the patient experienced hyperglycemia while on insulin pump therapy (ipt). The patient reportedly had blood glucose (bg) of 35.8 mmol/l with associated symptoms of abdominal pain, nausea, vomiting, extreme thirst, excess urination, dizziness/lightheaded and blurred vision. On (B)(6) 2014 at 10:00 am, the patient reportedly discontinued ipt and was treated at the hospital emergency department by a healthcare provider with insulin injection, intravenous fluids and protonix for pre-existing acid reflux. Troubleshooting by customer support revealed all pump settings were as intended. This complaint is being reported because the reporter alleged an inaccurate delivery issue with the pump.